Event description:
Provider states the frame cracked on the seat frame where the latch kit attaches. The crack runs from the backrest adjustment pin around and across the hole for the bolt that the backrest pivots on and toward the front of the chair.